Event description:
MFR report #: 3014285231-2026-00003 it was reported to bioprotect ltd. On (B)(6) 2026 that a bioprotect balloon implantation procedure was performed on (B)(6) 2026, during which the balloon was implanted in the rectum. The placement was confirmed following the procedure on CT. On an MRI performed several days following the CT, the balloon was no longer visualized, suggesting that the device was passed naturally through the rectum during a bowel movement. The patient was not harmed and did not present any clinical symptoms at any time. He started hormonal therapy (adt), and his radiation treatment will be delayed, and it will be performed without a spacer. An anoscopy is planned however no further information was received. The company will supplement the MDR should any additional information be identified.